Manufacturer narrative:
On visual inspection, a severe deformation of the instrument was noticed. The lateral arms as well as the thumb latch were found to be deformed. We could not find any discoloration or signs of normal tear and wear, which are expected to be found after having the instrument used. No definite conclusion for the exact cause can be drawn. Based on our long-term experience as a qualified MFR for surgical instruments, we assume, that overstressing the instrument probably caused the deformation. This overstressing is unlikely to be related to the proper usage of instrument during surgery.